Event description:
Lost 80 percent of my vision (have gained some back) due to an ulcer in my cornea. I may need a corneal transplant due to wearing sofmed breathables contacts lot #4913050001816. I just received a letter letting me know they have been recalled.